Manufacturer narrative:
Review of the DHR for lot (B)(4) revealed no anomalies that can be potentially related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that the micrusphere coil ((B)(4)) got stuck at the distal end of the prowler select lpes microcatheter ((B)(4)). There was also so much resistance with the coil and microcatheter that the prowler select lpes was removed with the coil. A prowler select plus (details unknown) was used to deploy other coils. The device did not kink or bend at any time prior to the resistance/friction. The coil was stretched when it was removed from the patient. An adequate continuous flush was maintained through the catheter.

Manufacturer narrative:
A non-sterile prowler select lpes microcatheter was received coiled in dispenser inside pouch of original packaging inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and it was found without any damage. Residues dry saline solution were found on the microcatheter body. The inner diameter (ID )from the microcatheter was measured and it was found within specification. Hub ID: 0. 070¿ specification: 0.0165" minimum. Distal ID 0.0165¿ specification: 0.0165" minimum. The functional test was performed. The received microcatheter was flushed out using a lab sample syringe (635-002) the water came out from the distal end of the device. A 0.014¿ guide wire cordis lab sample was introduced into the microcatheter and it advanced smoothly until the microcatheter¿s distal tip without any difficulty. A dcs orbit lab sample was introduced into the microcatheter and it advance smoothly until the microcatheter distal tip without any difficulty and it passed completely through the microcatheter. The review of the DHR for lot 17055429 revealed no anomalies that can be related to the reported complaint. The failure reported by the customer that there was resistance/friction in the inner lumen of the microcatheter was not confirmed during the functional analysis. The cause of the failure experienced by customer could not be conclusively determined; however, the analysis suggests that the failure reported could not be related to the manufacturing process. Therefore no corrective actions will be taken at this time.